Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Concomitant medical products: w3dr01, ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery depleted sooner than anticipated. It was also reported the right ventricular (rv) lead does not work in bipolar mode and had high thresholds and low impedance and that the right atrial (ra) lead exhibited low impedance. The ipg was reprogrammed. The ipg and both leads remain in use. No patient complications have been reported as a result of this event.